Manufacturer narrative:
In response to FDA report number: mw5098753. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side skin infections, severe anxiety, and deflation. Additionally patient reported infections that would not heal, bleeding times were in excess of 9 minutes, chronic fatigue, absolutely no energy, inflammation, chronic rashes, being on pain medication, horrible depression, and being on antidepressants, cancer, migraines, severe swelling, cuts and wounds that would not heal, getting sick very easily, deterioration of my teeth, I get sick at the drop of a dime, I retain water and swell up and can increase weight overnight sometimes in upwards of 40 pounds, I've developed all kinds of different food sensitivities, I have little to no muscle tone at all, I have mold that has been detected in my blood, I have chronic insomnia but then at times I can sleep for days, my skin is scarred from so many infections, my skin has developed this waxy type of film over it where I cannot even see my pores anymore, irritable bowel disease, hypothyroidism, memory loss, my immune system is extremely low and I had major hormone imbalances, these implants have ruined my life. These events are not related to the device. The device has been explanted.